Manufacturer narrative:
(B)(4). Neither device nor images were not returned.

Event description:
It was reported that during an anterior cervical fusion at levels 5-7 while tapping the implant in it broke into three pieces. No fragments of the implant were remaining in the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.